Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported that she experienced a high bg reading (358mg/dl) within the first 24 hours of activating a pod. Ten minutes after she took the reading, the pod initiated an occlusion alarm. A manual insulin injection was administered to counter the high bg - her levels had successfully lowered by the next morning. The pod will be returned for eval.